Event description:
The device was returned to the service center with a report from the customer contact that device list and serial number labels were missing. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was found that the device door roller pin was missing.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.